Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, backup vvi was noted due to end of life (eol) of the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device was received in backup operation with no output or telemetry. After opening the device, the battery was found to have reached end of life. Testing of the device hybrid found backup operation was consistent with end of life battery voltage. Analysis of the device image found that initial elective replacement indicator was consistent with use of autocapture in high output mode as noted in the device manual. A longevity assessment was performed, and the implant duration exceeds 75% of the total projected longevity based on field settings indicating normal battery depletion. The field complaint of backup operation was confirmed; however, the reported event of a diagnostic anomaly was not confirmed.

Event description:
Six months ago, during the previous follow-up, the device indicated there was 1-2 years left on the battery. Then, during the follow-up on june 10, 2019, after interrogating the device, it was found to be in back-up vvi mode. Technical support was contacted and indicating the device had almost reached end of life (eol). The device was explanted and replaced. The patient was in stable condition.